Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 300 units of insulin. Subsequently, when reloading the cartridge with 210 units, a minimum fill notification occurred. The customer's blood glucose level was 219 mg/dl.